Manufacturer narrative:
Submitted: (B)(4) 2013. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the audio bolus button cover was missing. Evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The pump was opened for investigation and revealed moisture corrosion in the pump¿s internal compartment affecting the vibration motor and vibration motor connector pins to the printed circuit board.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: cracked battery compartment, internal moisture ingress, no vibratory function.